Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell, missing shell, flat creases and brown particles material was found on the shell. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, broken sharp. A dimension measurement in the shell was performed which identify, the thickness within specification. One sharp edge broken in the side posterior assessed, as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported, a right side device rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.